Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported via stelobot that a skin reaction at the puncture site occurred. The biosensor was inserted in an unknown location, and the area was cleansed with alcohol prior to insertion. The customer indicated, ¿the pod placement site developed cellulitis, resulting in antibiotics, doctors visits and missed time at work.¿ the route for the antibiotics was not specified, and is presumed to refer to an oral antibiotic. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional customer or event details are available.